Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00134; 3005168196-2017-00330; 3005168196-2017-00332.

Event description:
The patient had undergone a coil embolization procedure using penumbra smart coils (smart coils). However, two hours post-procedure, it was confirmed that the patient had bilateral acute aca infarcts, and it is uncertain if this condition was related to the smart coil system. The patient did not undergo any additional treatment to treat the infarcts. As of (B)(6) 2017, the patient¿s current health status is unknown.

Manufacturer narrative:
Please note that the device is not available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00134; 3005168196-2017-00330; 3005168196-2017-00332. The device was implanted in the patient.